Event description:
The patient tested pt's blood glucose on the suspect device and it was 365 mg/dl. Pt took her medications and 45 minutes later pt passed out. The paramedics were called and pt was taken to the ER. Pt was given an IV.